Event description:
#Medwatcher #followup2 #FDA mw5059378 #(B)(4). Had an ultrasound in (B)(6) 2016 for ongoing right pelvic pain. They found the right coil from the essure in my uterus. I will be having a hysterectomy on (B)(6) 2016.

Event description:
(B)(4). High inflammation in body (blood test done), pelvic pain.

Event description:
(B)(4). Fatigue, brain fog, extreme weight gain, hair loss/bald spots, swollen throat, rash, bloating.